Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a revision.

Event description:
Patient had a revision. Update 1/24/18: dislocation in (B)(6) 2015, (B)(6) 2015 and (B)(6) 2016 while I was in bed and wearing a hip brace. All dislocations were repaired by closed reductions because the prior revision surgery replaced a femur with a constrained liner with unconstrained dual mobility femur so surgery wasn't necessary.

Manufacturer narrative:
An event regarding revision involving a mdm insert was reported. The event was not confirmed. Method & results: product evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Clinician review: no medical records were provided for this revision surgery. Product history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event was not confirmed by medical review. A review of the medical review stated" x-ray printouts, all undated, are reviewed and include an ap of the right hip demonstrating an uncemented total hip arthroplasty with a competitor stem, a dislocated head from a constrained liner with a broken locking ring at the acetabulum, and two screws are noted in the acetabular shell. Another ap of the right hip demonstrates a restoration modular stem of which the distal stem is not visualized, which is also dislocated from a constrained liner with a locking ring noted around the dislocated head. Two screws are once again noted in the acetabular shell. Another ap of the pelvis with the right hip with a restoration modular stem with the tip again not visualized demonstrates a constrained liner, reduced and in nominal position with two screws in the acetabular shell, and a left uncemented total hip arthroplasty in nominal position is noted. No operative report of the femoral component revision surgery to a restoration modular stem with a constrained liner, which apparently was performed in (B)(6) of 2016, is available for review, nor is any examination of any explanted components. Failure of a constrained liner will occur if instability was due to impingement, and if this persists the constrained device will ultimately fail. This occurred with both the competitor and stryker constrained devices. ¿mild neck impingement¿ was noted at the (B)(6) 2015 surgery and may be contributed to by the femoral and acetabular component manufacturing mismatch, as well as the subsequent CT evidence of femoral retroversion of the restoration modular stem, which was not confirmed at surgery, which may also have contributed to instability. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation of chronic instability and soft tissue incompetence." No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.